Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had outer insulation slit-type tears near proximal portion of atrial lead pin. The atrial lead was repaired with a lead splice kit and remains in use with normal performance values. Also, the previously capped right ventricular pacing lead was noted to have an insulation breach and a higher impedance in the unipolar configuration than in the bipolar configuration. This lead was also oversensing. The capped right ventricular lead remains capped. No patient complications have been reported as a result of this event.